Event description:
The customer reported to customer service that she has had a serious allergic reaction since using a hospital grade medela symphony pump. Her doctor said it may be a latex allergy. She is questioning whether or not there is latex in medela breast pump kits.

Manufacturer narrative:
The customer reported via email that she has had a serious allergic reaction while using the symphony pump. Her doctor thinks she may be having an allergic reaction to latex. She solely breast feeds with the pump. Attempts to reach the customer were unsuccessful. The customer only provided an e mail address. She has not responded to any attempts made by the complaint department or the clinician. Nor did she call in as requested by customer service. Customer service did inform the customer via e mail that our pumps and products do not contain latex. A medela clinician sent an e mail to the customer with answers to the question regarding latex. The clinician informed the customer that there is no latex in medela products. She also gave the customer information regarding use of a skin barrier to prevent skin contact with the pump's breast shield and also provided information regarding hypo-allergic dish soap to try. The issue is resolved with the information provided. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.